Event description:
It was reported that the surgeon was removing disc material in a twisting motion and when he was starting to pull up and twist, the midpoint of the pituitary broke. All pieces were retrieved from the patient and there was no incident. The case was completed using different instruments. No patient complications were reported.

Manufacturer narrative:
(B)(4). Both upper and lower shafts of the instrument are broken, with the lower shaft bent downward. The above observations are consistent with bend stress overload.